Event description:
During the onyx injection, it was reported that it was taking more time to form the plug and it backed up in the catheter to form pressure causing the catheter to rupture when they tried to advance additional onyx.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00455.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).